Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2007. The lesion was predilated prior to stenting of the mid rca with one xience v stent. No procedural complications were reported. The month prior, the pt experienced angina and was rehospitalized. Restenosis was treated in the mid, distal and proximal rca with balloon angioplasty and with the placement of three xience v stents. No additional event or pt info is available.